Manufacturer narrative:
(B)(4). The pump passed the displacement test. Pump error 63 alarmed during self test and was confirmed in the formatted history file due to broken trace at u1 keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer was able to successfully clear the alarm and complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.